Event description:
A ventilator was returned to a third-party service center for a ventilator inoperative message. There was no harm or injury reported. During the evaluation of the device at the factory authorized service center, the complaints were confirmed. Finding that the flow sensor was dirty the machine flow sensor was replaced to address the issue.